Event description:
It was reported that the patient is requesting an explant due to the vns causing more seizures. It was noted that vns has been off for some time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.